Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels since pump start; bg values were not provided and cause was not known. The customer increased the pump's bolus and basal rates to address bg. Reportedly, the customer performed cartridge, insulin and infusion set changes to address bg; however, the changes did not resolve bg. Reportedly, the customer used room temperature insulin and correct fill technique during pump therapy. No air bubbles were observed during elevated bg events. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.